Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device was continuously emitting a double beep" was confirmed with visual inspection and functional testing. The probable cause was the upstream occlusion sensor and downstream occlusion sensor failed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the front and rear housing were damaged near the mechanical chassis and top corners, and the device was also continuously emitting a double beep. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.